Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right ventricular lead, a cardiac perforation occurred. The helix of the lead was confirmed in the pericardium. The lead was removed and discarded and thus unable to be returned for analysis. It was later confirmed the patient passed away with a cause of death attributed to the perforation. Additional field information stated the perforation was confirmed during the implant procedure, at which time bleeding from the damaged area was unable to be controlled. The patient was immediately transferred to another operating room, where intervention was taken to apply a patch to the damaged site. Additional surgical intervention efforts were unsuccessful and the patient passed away.